Event description:
This event was reported as significant mitral regurgitation. No further info was provided.

Event description:
This event was reported as annuloplasty system explanted; reason unknown. No further information was provided.